Event description:
It was reported that the shaft break occurred. The patient presented with coronary artery disease. A 3.00mm x 12mm emerge balloon catheter was advanced for treatment. However, hypotube break was noted. The procedure was completed successfully. There were no patient complications nor injuries reported.

Event description:
It was reported that the shaft break occurred. The patient presented with coronary artery disease. A 3.00mm x 12mm emerge balloon catheter was advanced for treatment. However, hypotube break was noted. The procedure was completed successfully. There were no patient complications nor injuries reported.

Manufacturer narrative:
Returned product consisted of the emerge balloon catheter. The hypotube, shaft, tip, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the device revealed that the hypotube was separated 26.5cm distal of the strain relief. The ends of the separation were ovaled, indicating that the hypotube was kinked prior to separation. Product analysis confirmed the reported event, as the hypotube was separated.